Manufacturer narrative:
Coil stretched and pulled away from bonding area. Description of device analysis: date of procedure: ni the gdc coil was returned wrapped around itself in a plastic bag. The gdc pusher wire was kinked at 5.0 and 41.2 cm distal to the proximal end. The main coil was full of blood and detached from the hypotube. On the hypo tube there was the impression of five compression marks in the soldering material. From the condition of the product, it appeared that after the proximal end of the main coil stretched, the wire totally unraveled from its soldered joint. Due to the stretching, the coil lost the helical shape. The catheter used in the procedure was not returned.

Event description:
It was reported to target that while performing an embolization of an aneurysm the physician tried to remove the gdc coil (becuse it was wrongly sized for the aneurysm). While removing the coil it unraveled and broke. The patients conition is unknown.